Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: treatment of the restenosis. Device issue: none. It was reported that a pixel 2.25 x 28 mm was implanted and restenosis occured 3 mos after the stent implantation. The restenosis was treated with another co's stent. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event info, inlcuding pt info and pr status, from the hosp, field contact or dist. H10: results and conclusion summation: quality engineering reviewed the incident info. Restenosis, as listed in the instructions for use, is a known adverse event of coronary stenting, and not a stent delivery system quality problem.